Event description:
No blood glucose levels were provided. The daughter of the customer reported that the customer died on (B)(6) 2014. The customer was hospitalized prior to passing away. It was reported that the heart of the customer just stopped while sleeping. The customer was not wearing the insulin pump at the time of death. It was reported that the customer was off the insulin pump for more than three days prior to the event. The daughter of the customer declined to return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.